Event description:
I had butt injections and after a few months began to notice lumps and bumps. I went back to the clinic and they did an ultrasound and said that some had calcified and some had clumped together and injected something else to try and dissolve it but it did not work. Now they are suggesting I have to get it surgically removed. My hip clicks now when I do exercises and it visually looks horrible. I have about 15 bumps on right side and one very large one on the left side. New you spa.